Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field beleived that the cause of the embolization was due to the device begin small for the defect the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications.

Event description:
It was reported that on 31 january 2023, a 31mm amplatzer amulet plug was successfully deployed in the patients left atrial appendage whose dimensions of the defect was landing zone 27.7 mm...os 36mm. Close criteria was met based on transesophageal echocardiogram (tee) and angiography and the device was released. There appeared to be a complete seal of the appendage and there was no blood flow around both the disk and the lobe based on tee color doppler. Upon discharge the patient received a post operative tee assessment the following day and it was then discovered that the device embolized and was caught in the mitral valve leaflet. The patient was asymptomatic and moved to the operating room for the embolized device to be removed surgically. The physician alleged that the cause of the embolization was due to the device begin small for the defect. The device was retrieved successfully without further injury to the adjacent structures of the myocardium and is expected to recover. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.